Manufacturer narrative:
H2) correction: h3, h6) prior to the return and analysis of the axiem box, the system was serviced and the axiem was replaced at that time. Applicable codes: b17, c02, d02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: d11 updated. Product ID: 9735546 - lot #: 200119 product ID: 9660651 - lot #: 0200057756 product ID: 9733469 - lot #: 120080000342 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735546, product ID: 9660651r, product ID: 9733469, internal analysis was done. The representative was able to replicate the issue with red emitter x. She swapped to the axiem box and the issue was resolved and there was no red x. The proper boot order was recomended: computer plugged into power (turn on), axiem plugged into power, axiem connected to computer via usb. It was also noted that the emitter clamp was damaged. There was no em interface testing available on the bottom tool bar. It was present but could not maximize. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that there were issues with the emitter connecting to the system. The system was booted in the proper sequence, but that did not resolve the issue. The cable connections were checked, and when the cable was moved between the axiem and the system, the connection would go in and out. There was no patient present.

Manufacturer narrative:
The portable axiem was returned and it was noted that when tested there was no failure found. (B)(4). If information is provided in the future, a supplemental report will be issued.